Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 day. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during implant, the surgeon was attaching outflow graft to the pump and while hand tightening the screw ring to the pump, the graft appeared to be unseating from the screw ring. The graft completely separated from the screw ring and was not able to be reconnected. A new outflow graft was used.